Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-03840. It was reported that stent damage occurred. The target lesion was located in the calcified mid diagonal branch. A 2.50x16mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal end of the stent was flared. A non-bsc guide extension catheter was then inserted and a new 2.50x16mm promus premier¿ drug-eluting stent was successfully implanted. Subsequently, a 2.50x12mm promus premier¿ drug-eluting stent was advanced but failed to enter the non-bsc guide extension catheter. The device was removed and it was noted that the distal end of the stent was deformed. The non-bsc guide catheter extension was removed and a new 2.50x12mm promus premier¿ stent was successfully implanted and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent severely damaged from the fourth most proximal row in distal direction with struts distorted and stretched distally over the markerband and on the bumper tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent inside the guideliner. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-03840. It was reported that stent damage occurred. The target lesion was located in the calcified mid diagonal branch. A 2.50x16mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal end of the stent was flared. A non-bsc guide extension catheter was then inserted and a new 2.50x16mm promus premier¿ drug-eluting stent was successfully implanted. Subsequently, a 2.50x12mm promus premier¿ drug-eluting stent was advanced but failed to enter the non-bsc guide extension catheter. The device was removed and it was noted that the distal end of the stent was deformed. The non-bsc guide catheter extension was removed and a new 2.50x12mm promus premier¿ stent was successfully implanted and the procedure was completed. No patient complications were reported and the patient's status was good.